Event description:
A customer observed several condition codes and was unable to initialize their eci immunodiagnostic analyzer after performing maintenance. A malfunction of this type could cause biased pt results to occur in assays that may be used in critical diagnostic applications. There was no report of pt harm as a result of this event.